Manufacturer narrative:
Suspect device: advantage meter.

Event description:
Info suggests that while troubleshooting with the consumer, it was discovered that there were missing segments on the advantage meter display. No adverse event reported. Requested return of suspect device and replacement was sent. No info provided to indicate where issue was discovered.